Event description:
Rn reported pump is not operational. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 30mg. Did pt miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown. Diagnosis: combined immunodeficiency, unspecified.